Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc glucose meter was not providing readings and was displaying an error message (plus/minus sign appears). The customer reported that on (B)(6) 2016 he experienced symptoms that were described as "very thirsty, excessive urination, anxiety, very hot." The customer was unable to perform a test with his adc meter, and was taken to a hospital where his blood glucose was tested, and the result was reportedly "high" (specific results were not available). The customer was treated with additional doses of insulin, and a specialized diet was prescribed due to the high blood sugar. There was no report of death or permanent injury associated with this event.